Event description:
Physician confirms capsular contracture (baker grade IV). Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the surface of the shell and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: experiencing inflammation and a lot of pain.

Event description:
Patient report "experiencing inflammation and a lot of pain". Physician confirms capsular contracture (unknown baker grade). This relates to the right device. Device was explanted.